Event description:
On (B)(6) 2021, I had lasik corrective surgery on both eyes with (B)(6) group in (B)(6). Dr. (B)(6) performed the outpatient procedure for the intended outcome of monovision. By (B)(6) 2021 I was experiencing chronic blurred vision, impaired night vision, and consistent acute pain due to dry eyes syndrome, which I have never experienced before. After numerous post op appointments and multiple doctor reviews, it was decided an additional procedure was required in my left eye due to an "over correction" during the initial surgery. They placed me on a 30+ day regime of steroids and antibiotic eye drops to decrease the inflammation. The (B)(6) cornea specialist was brought into to conduct the "corrective surgery." During several pre-op appointments this doctor told me, "I was lucky because he was going to fix it and not charge me." I went forward with the second procedure on (B)(6) 2022. The outcome is improved however, today and going forward, there is a chronic requirement to treat the dry eye syndrome with a prescription drug to maintain comfort, my vision is not completely aligned, and experience impaired night vision. I have had numerous tests and evaluations throughout the process. I will have to request a full list and review my calendar to establish a comprehensive account.